Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2017. (B)(6). The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye with no issues noted. Functional leak testing and simulated therapy were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported homechoice automated pd set with cassette was leaking at the adapter connection point before use. There was no patient involvement. No additional information is available.